Manufacturer narrative:
The information provided about model number was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that the customer received emergency medical assistance to a low blood glucose on an unspecified date in 2014 with an unknown blood glucose value at the time of the incident. The customer reported loss of consciousness during their sleep and waking up in an ambulance. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer expressed dissatisfaction. No further details were provided. The insulin pump will not be returned for analysis.